Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via email to indicate that the customer was hospitalized on 3 separate occasions due to over delivery. The customer also indicated that they have been off of the pump for 3 weeks. The customer's blood glucose reading was unknown at the time of incident.